Event description:
It was reported that the anesthesia workstation failed the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation has been finalized. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed system checkout failure (sco), has been caused by o-rings for water trap receptacle malfunction. The unit did not pass following tests: auto ventilation leakage, man ventilation leakage and gas analyzer. The technician check the part, replaced it and tested the device. All test passed and the device was returned for use. There were no further failures. The device failed to meet its specifications. Malfunction of water trap receptacle o-rings will be detected during installation and consecutive sco if present. This issue will not affect ventilation or agent delivery during treatment.

Event description:
Manufacturer's reference #: (B)(4).